Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, the patient¿s cgm was reading 70 mg/dl. No bg meter reading was taken at this time. The patient was feeling weak and sweaty. The patient¿s friend took the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 600 mg/dl. No cgm comparison value was reported at this time. The cgm device was removed, and the patient was treated with insulin injections. The patient was discharged home after 16 days. It was noted that the patient also had cancer, which impacted his length of stay in the hospital. The patient had a headache at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.